Manufacturer narrative:
Here was thrombus in the 3 pieces of the incraft device, one 22mm aortic bifurcate, one 10mm x 10cm iliac limb and one 13mm x 10cm iliac limb. Additional information was received that there was occlusion in the left leg. It was treated by pulling back the thrombus and implanting a non-cordis covered stent. It resolved the left internal iliac artery stenosis. The patient initially presented with left internal iliac artery stenosis. There was a lot of calcification with a small aortic bifurcation of 14x15mm. Kissing stent was performed in both legs. After 3 months everything was fine. After one year still everything was fine. Additional information indicated the thrombus occurred in one iliac limb only. The product was not returned for analysis. A product history record (phr) review of lot 17751080 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular stent-graft thrombosis¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Stenosis of the left iliac limb and the presence of a ¿lot of calcification¿ is a likely cause of the thrombosis as this likely would affect the flow dynamics of the vessel resulting in a potential for a propagating thrombosis. According to a review of this phenomenon, which is not intended as a mitigation of risk, ¿limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion ranging between 0% and 5%. Most of the thrombotic events occur within the first 2 months after evar (endovascular aneurysm repair), and the underlying causes of limb thrombosis are stent-graft kinking and extension of the small-diameter stent graft into the external iliac artery. Recently, it has been demonstrated that limb occlusion can also occur long after evar. The pathophysiological mechanism of late (after 4 to 5 years of follow-up) limb occlusion can be migration and dislocation of an endograft component causing major turbulence of hemodynamics and eventually limb or entire stent-graft thrombosis. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm.¿ according to the instructions for use which is not intended as a mitigation of risk ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ according to the expected clinical adverse events ¿potential adverse events and potential device risks include, but are not limited to arterial or venous thrombosis.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
There was thrombus in the 3 pieces of the incraft device, one 22mm aortic bifurcate, one 10mm x 10cm iliac limb and one 13mm x 10cm iliac limb. Additional information was received that the patient initially presented with left internal iliac artery stenosis. There was a lot of calcification with a small aortic bifurcation of 14x15mm. Kissing stent was performed in both legs. After 3 months everything was fine. After one year still everything was fine. Then there was occlusion in left leg. It was treated by pulling back the thrombus and implanting a non cordis stent. It resolved the left aie stenosis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿vascular stent thrombosis¿ could not be confirmed as the devices were not returned for analysis nor were procedural images provided for review. The exact cause could not be determined. Vessel characteristics are unknown. As no lot numbers were supplied phrs could not be completed. According to a review of this phenomenon which is not intended as a mitigation of risk ¿limb thrombosis/occlusion in abdominal aortic stent grafts is a known complication associated with varying rates of limb occlusion ranging between 0% and 5%. Most of the thrombotic events occur within the first 2 months after evar (endovascular aneurysm repair), and the underlying causes of limb thrombosis are stent-graft kinking and extension of the small-diameter stent graft into the external iliac artery. Recently, it has been demonstrated that limb occlusion can also occur long after evar. The pathophysiological mechanism of late (after 4 to 5 years of follow-up) limb occlusion can be migration and dislocation of an endograft component causing major turbulence of hemodynamics and eventually limb or entire stent-graft thrombosis. Treatment of limb occlusion includes various surgical and endovascular revascularization techniques; the best treatment option depends on the patient's general status as well as on local anatomic changes of the stent graft and excluded aneurysm.¿ according to the instructions for use which is not intended as a mitigation of risk ¿it is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ according to the expected clinical adverse events ¿potential adverse events and potential device risks include, but are not limited to arterial or venous thrombosis.¿ the very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. This is one of 3 products involved with the reported event and the associated manufacturer report numbers are 9616099-2019-03286 and 9616099-2019-03287.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information patient and procedural details have been requested and will be submitted within 30 days upon receipt. This is one of 3 products involved with the reported event and the associated manufacturer report numbers are 9616099-2019-03286 and 9616099-2019-03287.

Event description:
As reported, there was thrombus in the 3 pieces of the incraft device, one 22mm aortic bifurcate, one 10mm x 10cm iliac limb and one 13mm x 10cm iliac limb. The devices will not be returned for evaluation as they remain implanted.